Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 14 apr 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp(B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported via FDA medwatch / FDA user facility report mw report 0504540000-2023-8008 the following information: feeding tube (nasal gastric tube) clogged, day shift rn used clog buster and small syringe. Tube functional again by night shift, tube feeding hung. Next day, feeding stopped (intermittent feeding at night) and flushed. 2 hours later meds attempted to be given via ft, but it was again clogged. Rn attempted to unclog with warm water and 5cc syringe, and then clog zapper(avanos) was used by resource rn when that was unsuccessful. After clog zapper, rn was able to flush with 5cc syringe. When attempt made to flush with 60 cc syringe, water came out patient's nose. Team made aware of above events and suspected broken tube. Tube was removed per order and was indeed broken. Ent consulted by primary team, who was able to remove remaining portion of ft. No patient harm was noted.